Manufacturer narrative:
Visual inspection found no obvious anomalies in the appearance of the device. The actual device was rinsed, dried and subjected to another visual inspection. It was confirmed not to have any anomalies. The actual device was built into a circuit. Bovine blood @hb12.0 g/dl, temp. 37°c, ph:7.4, svo2:65% and pvco2:45mmhg was circulated in the oxygenator module under the following conditions: @ v/q=1, fio2=100% and the flaw rate of 6l/min. And 4l/min. Result: o2 transfer: @6l/min.= 392ml/min. @4l/min.= 278ml/min. Co2 removal: @6l/min.= 323ml/min. @4l/min.= 237ml/min. No anomalies were revealed in the gas transfer performance of the actual device with the obtained values meeting manufacturing specifications. A review of the perfusion record found an arrow mark pointing at 12:24. Checking for events around this time found the indication of "low flow" with svo2 having become lower than 70%. There is no evidence this event was related to a device defect or malfunction. The investigation result verified the actual device was the normal product. While the exact cause of the reported event cannot be definitively determined based on the available information, the actual device started to function again after a brief gas flush, it is assumable water drops generated due to the occurrence of wet-lung phenomenon prevented the gases from being transferred sufficiently. Based on the indication of "low flow", it is also assumable the flow which had become low due to some factor(s) lowered the volume of o2 to go to the patient, causing svo2 to drop and consequently pao2 to drop temporarily. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D4 - UDI number for this product code is not required. The actual device has not yet been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason code 20 was used in the conclusions section of h6. A review of the device history record and shipping inspection record from the reported product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lo number combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange in the capiox device during a procedure. Follow up communication with the user facility confirmed the following information: short term loss of performance; at 70% the blood was briefly flushed to 100%; afterwards the oxygenator functioned normally; there was no blood loss or significant delay in the procedure; patient treatment was executed as planned; and there was no harm to the patient.